Event description:
Patient alleges perforation. As per a CT scan performed on (B)(6) 2018 it is stated, " ivc filters in place with extravascular positioning/perforation beyond the ivc wall." (B)(6) (B)(6) 2019.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Additional information: investigation: the following allegations have been investigated: vc perforation no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
"This additional information received on 09/29/2017 as follows: patient received an implant on (B)(6) 2013 via the right internal jugular vein due to deep vein thrombosis, pulmonary embolism. Patient records contain conflicting information. The implant record describes- the filter legs on the first filter did not expand, no retrieval was attempted, and a second filter (same material/lot number) was deployed past the first filter and down into the iliac vessel infrarenal to the first filter. A post implant CT scan describes- the first/ un-deployed filter is ¿outside the cava¿. The attempted retrieval report of the first/ un-deployed filter describes- the filter was misplaced outside the inferior vena cava into the azygos vein. Patient experiences device is unable to be retrieved, mal-deployed filter (legs did not expand), migration or mal-positioned into the azygos vein, second filter required, thrombosis; patient is alleging tilt, back pain, trouble walking. Retrieval of the first mal-positioned/ mal-deployed filter was attempted on (B)(6) 2013. This report relates to the first filter. Patient did not provide evidence or allegations of adverse events related to the second properly deployed/placed filter."

Manufacturer narrative:
Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'unable to retrieve, maldeployed, migration/malplacement (azygos vein), 2nd filter, thrombosis, tilt, pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip. Filters g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k090140, k112119 or k121057. (B)(4). Investigation is still in progress.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received two gunther tulip filters on (B)(6) 2013". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.